Event description:
Reporter alleged the customer obtained the results of 349 mg/dl and 167 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Event description:
The user received questionable results for calcium on the integra 800 analyzer, serial number (B)(4). The event involved two patient samples which gave discrepant results. The patient samples were repeated on other i800 serial number (B)(4). Patient sample 1, the initial calcium result gave 8.3 mg/dl. This result was reported outside the laboratory. The sample was repeated giving 9.2 mg/dl. Patient sample 2, date of birth is (B)(6). The initial calcium result gave 8.6 mg/dl. This result was reported outside the laboratory. The sample was repeated giving 9.4 mg/dl. The user did not issue a corrected report for these patient samples. No adverse events have been alleged regarding this event.